Event description:
It was reported that this right atrial (ra) lead was surgically abandoned on (B)(6) 2021 due to brief episodes of noise, loss of capture with no asystole, and sudden rise of high out of range pace impedance measurements greater than 2000 ohms. A boston scientific ra lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).